Event description:
We have experienced a growing number of scd sequential compression device pump failures being reported to the biomedical engineering department. We have had scd pumps have "system error service required". The pumps would be brought to the biomedical engineering department for service. Over a period of a few weeks, we had six scd pumps in for repair. Upon further investigation, our biomedical technician discovered a small hairline crack where the tubing is connected to the scd. Once a new tubing assembly was replaced, the system error was corrected.====================== manufacturer response for scd pump, scd express======================the manufacturer is well aware of the situation and has offered to replace the scd tubing.